Event description:
It was reported to philips that the ECG cable was damaged. The device was reported to be in use on a patient, but no adverse event to patient or user was reported. The customer requested that a philips field service engineer (fse) be dispatched to the customer site. The reported issue was confirmed and traced to a faulty ECG cable . Upon conclusion of the evaluation, it was determined that this was a malfunction of the ECG cable . The ECG cable was replaced to resolve the reported issue. The device remains at the customer site and no further evaluation is required at this time.